Event description:
It was reported that the tubing of the bd intima-ii¿ closed IV catheter system broke. The following was received by the initial reporter: verbatim: on (B)(6) 2023, in the inpatient department of the department of cardiology, the nurse placed a closed needle-stick-proof intravenous indwelling needle for the patient at 15:00 for intravenous infusion. When the nurse sealed the tube at 16:00, the clamped extension tube broke and was removed immediately , comfort the patient, and re-indwell a new closed needle-stick-proof intravenous indwelling needle. Is an example.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 2175599. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the tubing of the bd intima-ii¿ closed IV catheter system broke. The following was received by the initial reporter: verbatim: on (B)(6) 2023, in the inpatient department of the department of cardiology, the nurse placed a closed needle-stick-proof intravenous indwelling needle for the patient at 15:00 for intravenous infusion. When the nurse sealed the tube at 16:00, the clamped extension tube broke and was removed immediately , comfort the patient, and re-indwell a new closed needle-stick-proof intravenous indwelling needle. Is an example.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.